Manufacturer narrative:
Concomitant medical products: model: 4097, competitor lead; implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited nonphysiologic noise. The noise was not able to be replicated with patient arm movements and a chest x-ray was "okay." The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.